Manufacturer narrative:
B1 adverse event, corrected data: initial report inadvertently omitted checking adverse event in addition to product problem. B2 outcome, corrected data: initial report inadvertently omitted selecting 'other serious' as outcome for adverse event.

Event description:
Additional information was received that the patient's seizures are above pre-vns levels and intervention was taken for patient comfort only. Ap and lateral chest and neck x-rays were received and reviewed. Generator placement was according to labeling with the feedthrough wires intact. The lead pin is fully inserted as the end of the pin can be seen past the second connector block. The entire portion of the lead could be visualized, and a strain relief bend is present and placed according to labeling. There did not appear to be a strain relief loop present as per labeling. Only one tie-down is present and is placed laterally between the positive and negative electrode, not laterally to the anchor tether. A portion of the lead was visualized behind the generator. The visible portions of the lead were assessed for fracture and discontinuities; however, none were noted. Based on the x-rays received, the cause of high impedance and increased seizures could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out.

Event description:
Product analysis was completed on the suspect device. Visual analysis of the first returned portion showed setscrew marks on the connector pin, showing evidence of proper mechanical contact between the generator and connector pin. Abrasions were seen that did not penetrate and dried body fluids were seen inside the inner and outer tubes, with no path of fluid ingress noted other than the cut ends. Coils are stretched, wavy, spiraled, and kinked and tubing is stretched. Internal abrasions were seen in some areas. Analysis of the second returned portion showed that the ends of the outer / inner tubes and coils were cut. Abrasions were seen that did not penetrate and dried body fluids were seen inside the inner and outer tubes, with no path of fluid ingress noted other than the cut ends. Tie down abrasions were seen on the outer silicone tubing and coils were stretched and kinked. Incisions were made for further sem analysis and confirmed both coils to be broken. Coil1 was slightly twisted with no pitting, with atleast two secondary break lines indicating that the coil was twisted. All four strand ends show signs of stress induced fracture via rotational forces, with atleast one strand showing mechanical damage. Incisions were made post decontamination to allow for continuity checks. Other than the identified coil1 and coil2 breaks at the end of the second returned portion, no other discontinuities were identified within the returned portions during the continuity check. Product analysis worksheet was reviewed and no anomalies were seen outside of the previously noted effects.

Event description:
The suspect device has been received by the manufacturer but product analysis has not been completed to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance. It was noted that the patient has also been experiencing more frequent seizures and that during one of these seizures, the patient had a fall and blow to the thoracic area. Chest x-rays were ordered. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient underwent a lead replacement. The suspect device has not been received by manufacturer to date.